Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pen had dial switch anomaly. Customer stated that the dial switch was hard to turn insulin. No harm requiring medical intervention was reported. The customer will discontinue to use the device

Manufacturer narrative:
Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. After it was fully re-wound, dose dial got intermittently jammed and made it hard to dial more than 4 units. Unable to perform functional test. In conclusion: per san diego investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Therefore, the customers complaint of hard to turn dose dial and leadscrew anomaly was confirmed. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. After it was fully re-wound, dose dial got intermittently jammed and made it hard to dial more than 4 units. Unable to perform functional test. In conclusion: per san diego investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Therefore, the customers complaint of hard to turn dose dial and leadscrew anomaly was confirmed.